Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the submental areas on (B)(6) 2020 and (B)(6) 2021 and may have developed paradoxical adipose hyperplasia on/around (B)(6) 2022.

Event description:
A treatment provider reported that a patient received coolsculpting treatment to submental area using coolmini aplicator on (B)(6) 2020 and (B)(6) 2020 presented with pah.

Manufacturer narrative:
Additional, changed, and/or corrected data:a4, b5, d4, h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the submental areas on (B)(6) 2020 and (B)(6) 2021 and may have developed paradoxical adipose hyperplasia on/around (B)(6) 2022.

Manufacturer narrative:
Corrected data: d1.